Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert triggered due to the short interval counts and t-wave oversensing. It was also reported that the impedance has dropped since implant. The lead remains in use, and non-invasive testing was suggested. No patient complications have been reported as a result of this event.